Event description:
It was reported that there was an increase in capture threshold and low sensing observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve event. During the procedure, diagnostic imaging was performed and confirmed dislodgement. The patient was stable.